Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been to the emergency room for hyperglycemia. Patient¿s blood glucose (bg) levels reached 410 mg/dl while wearing the pod between 4 and 24 hours on the infusion site (abdomen). The patient tried to bolus, drinking fluids, and patient¿s mother may have given a correction shot, changed pod, and then went to the emergency room. The patient¿s mother stated the patient vomited as a result of large ketones. Patient's treatment included zofran and fluids through intravenous. The patient¿s mother was referred to the patient¿s endocrinologist after the medical event who did make adjustments to several of the patient¿s basal programs.

Manufacturer narrative:
Source corrected from other to consumer.